Event description:
It was reported that there was no alleged product issue. There was an infection. It was unknown what type of infection and it was unknown if a culture was taken. Antibiotic treatment was necessary. There was an infectious site on the back. Dressing and antibiotic treatment were noted. It was further noted ¿good evolution.¿ it was noted that the event was not linked to the procedure or device. Actions taken as a result of the event included consultation at the doctor¿s office/clinic/hospital. Other actions taken as a result of the event was noted as ¿bandage and ¿¿ the event was noted as resolved on 2014-(B)(6). It was noted that the patient had favorable progress. There was an issue of illegibility with one of the source document. Follow up was conducted to get further clarification.

Manufacturer narrative:
Concomitant: product ID 3898, lot# unknown, implanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID: neu_unknown_ext, lot# unknown, product type: extension.

Event description:
Follow information received confirmed that the location of the infection was on the back, near the location of the extension connection. It was noted that the cause of the patient's infection was skin contamination. The patient had "good evolution" under local care and with antibiotic treatment. If additional information is received, a follow-up report will be sent.